Event description:
It was reported through a literature article that an angio-seal was deployed in the common femoral artery post diagnostic procedure. The artery was reported to be greater than 5 mm in size. The patient was on bedrest for 30-90 minutes post procedure. The patient developed a 1.4 cm pseudoaneurysm which resolved spontaneously. The incident happened sometime between 2002 and 2003. The physician who deployed the angio-seal is unknown. Additional information was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.